Manufacturer narrative:
Additional information will be provided upon device evaluation.

Event description:
It was reported that the tip of a sequoia pedicle probe broke during surgery and a piece fell next to the operatory field. The patient underwent spinal fixation with sequoia rods, closure tops and polyaxial screws to treat spondylolisthesis. At the start of the surgery, the curved pedicle probe was used to prepare a pedicle for screw implantation, and the tip of the probe broke. Additional information received indicated that no pieces of the instrument fell into the patient, but close to the operative field. No adverse impact to the patient was reported. The surgery was completed with the use of another sequoia kit instrument, but it was reported that there is a risk that the broken piece fell into the operative field. The surgery was extended around fifteen (15) minutes. The patient was reported to be doing well postoperatively.

Manufacturer narrative:
Evaluation of the returned device is consistent with the reported event. The most probable root cause is due to patient anatomy or operational context. Device history record review for the returned device did not find any deficiencies. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.